Manufacturer narrative:
The issue described is related to a known occurrence in which the vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. This issue is being addressed in future software versions under tfs change request (B)(4).

Event description:
Customer was initially configured to always have qc enabled and test albaqc samples (qc1 and qc3) for aborh, antibody screen, and dat profiles with the expected results of aneg, bpos, antibody screen positive/negative and dat positive/negative. Aborh was to be done with qc1 and qc3. Antibody screen was to be done with qc1 and qc3. Dat was to be done with sample labeled dat neg and dat pos. Customer reports following occurred: on (B)(6) 2018: tech scanned qc1 sample twice and tested: no qc 3, testing was performed. However, during review, tech realized that qc testing was not performed for the positive abs the instrument they were missing b pos and a positive antibody screen. Customer then repeat the qc testing for the qc3 and results were acceptable. Customer further indicated that review of qc profile during day shift, lead tech found that the qc profile was entered incorrectly. Tech made the changes and reenter the profile for the qc and repeat testing. Actions taken by customer: (before calling). Customer has corrected the event and will review sops. Customer made the assumption that edits to qc sample ids would not over ride what was established in qc set up. Customer is requesting ortho to consider a change in software to prevent this from reoccurring.